Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Additional data: d.10., h.3., h.6. Device evaluation: visual analysis of the returned device identified: opening, red particles in the surface of the shell crease fold and underweight. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on radius side assessed as surgical damage. Non-penetrating nick striated.

Event description:
Patient reported "capsular contracture[baker grade unknown], pain, discomfort, and misshaping." Healthcare professional reported capsular contracture, baker grade IV. This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain, discomfort, and misshaping" and capsular contracture, baker grade IV.

Event description:
Patient reported "capsular contracture [baker grade unknown], pain, discomfort, and misshaping." Healthcare professional reported capsular contracture, baker grade IV. Device remains implanted. This record is for the left side.